Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had diminished battery life and customer replace batteries more frequently and the insulin pump rejects new batteries frequently. Customer stated that the bottom of reservoir port was pushed out causing issues with piston. Customer stated that the plastic around the reservoir port was worn and was chipped. Customer stated that the insulin shoots out sometimes during priming and received several random no delivery alarms and motor errors. The device will not be returned for analysis.